Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: visual and functional inspections were performed on the returned device. The reported shaft leak was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the distal left anterior descending coronary artery that was mildly calcified, non-tortuous and (B)(4) stenosed. A nc tenku 3.0 x 12 mm balloon dilatation catheter was being used for pre-dilatation. During the third inflation at 10 atmospheres, contrast was leaking from the shaft. The device was prepped according to the instructions for use. Another non-abbott balloon catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.